Event description:
It was reported that during equipment testing at the healthcare facility, the universal tracker was found to have missing leds. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Correction: the reported event that leds were missing on the device was not confirmed by the service technician. During the visual inspection all leds of the device were found to be present; therefore, the event was filed in error, as nothing was disassembled from the device.

Event description:
It was reported that during equipment testing at the healthcare facility, the universal tracker was found to have missing leds. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.